Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer PICC had holes further down into the vein. Additional information received on 08-05-2024: it was reported the PICC was placed in the brachial on (B)(6) 2024. Hole just under 11cm, external was 7cm. Treatment docetaxel, epicyclo. Removed (B)(6) 2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2024-04434 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2024-04582.

Event description:
It was reported by the customer PICC had holes further down into the vein. Additional information received on 08-05-2024: it was reported the PICC was placed in the brachial on (B)(6) 2024. Hole just under 11cm, external was 7cm. Treatment docetaxel, epicyclo. Removed (B)(6) 2024.